Event description:
The international customer reported the ventilator did not power up with ac or battery power. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers service engineer confirmed the reported problem. The service engineer replaced the power supply to address the reported problem. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation.